Manufacturer narrative:
It's not possible to determine a manufacture date without a meter serial number.

Event description:
The customer tested her blood glucose using her contour meters and received readings of 70 and 119 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While customer service was trying to gather more info from the customer, she ended the call. No product will be returned.